Event description:
The front right caster broke.

Manufacturer narrative:
MDR decision date: (B)(4). The end user was sitting in the rollator and fell and broke her rib. Medical intervention was required.